Event description:
It was reported that a large volume folfusor underinfused. The patient was being infused with 4.18 mg deferoxamine-mesylate in 277 ml 0.9% sodium chloride solution. After seven days of infusion the pump was disconnected from the patient. It was noted that approximately half of the volume of solution remained in the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within specification. The reported issue could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.